Event description:
It was reported that during a clinic visit, the right ventricular lead exhibited noise reversion episodes. The noise could not be reproduced with provocative testing. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(4).